Manufacturer narrative:
(B)(4). Final analysis confirmed that the device was in backup mode due to checksum error and a single bit flipped. After product code was downloaded and the device was programmed to nominal settings, normal function resumed. All measured values were within performance specifications.

Event description:
It was reported that the patient presented in clinic with symptoms of fatigue. Pulse generator exhibited backup vvi mode. Due to battery status no further troubleshooting was not attempted. The device was explanted and replaced. The patient was fine during and after the procedure.